Event description:
During a vein harvest procedure for cardiac bypass the "c" ring and connecting glide tube became separated from the vein harvest tool. The separation of this piece was not noticed during the procedure and the piece was left within the patient. The patient later complained of discomfort at the harvest site and an exam with ultrasound imaging detected the piece. The surgical site was reopened and the piece extracted nearly two weeks after it had broken off into the patient.======================manufacturer response for endoscopic vessel harvesting syetem, vasoview hemopro 2 (per site reporter).======================the manufacturer hasn't had the opportunity to investigate yet.what was the original intended procedure?femoral vein harvest.device #1is this a laboratory device or laboratory test?no.